Event description:
Customer reported via phone, the insulin pump was unable to detect a clog. Customer stated he believed the infusion sets were defect because every time he removes the site the cannula is bent and the device is not detecting. Blood glucose has been high and he has stopped using the device for almost three months. Customer states the device alarms no delivery after the sixth unit. Customer states he has gone through 20 sets in one day, in attempts to resolve issues. Customer inserts the site in his abdomen and back. Customer had also been using reservoir that were expired since (B)(6) 2015 and issues started in march. Customer reported due to blood glucose of 400 mg/dl customer had to miss work. No troubleshooting was performed on the insulin pump. Customer is returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.